Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure: folded in half in left fallopian tube/left micro insert of the essure was in a c like configuration across the cornua"), device expulsion ("part of th coil became lost in my uterus during the procedure"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)"), clostridium difficile infection ("clostridium difficile infection") and pelvic infection ("pelvic infection") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "folded in half in left fallopian tube". In 2013, the patient experienced asthma ("asthma"). In (B)(6) 2013, the patient experienced the first episode of pelvic pain ("pelvic pain"), back pain ("back pain") and neck pain ("neck pain"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea"), the second episode of pelvic pain ("pain") and menorrhagia ("my periods became extremely heavy"). On (B)(6) 2013, the patient experienced pelvic infection (seriousness criterion medically significant) and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), clostridium difficile infection (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), inflammation ("inflammation / allergic /hypersensitivity reaction: chronic inflammation"), cystitis ("bladder infection"), headache ("headaches"), depression ("depression"), weight increased ("weight gain"), cognitive disorder ("cognitive impairment"), urticaria ("hives"), arthralgia ("joint pain"), myalgia ("muscle pain"), tooth loss ("dental problems / teeth loss"), abdominal distension ("gastrointestinal/digestive conditions: constant bloating from the time inserted until removed"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), adnexa uteri pain ("left fallopian tube pain"), feeling abnormal ("brain fog") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy, supracervical hysterectomy), surgery (bilateral salpingectomy, supracervical hysterectomy), surgery (bilateral salpingectomy, supracervical hysterectomy) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion, clostridium difficile infection, pelvic infection, tooth disorder, inflammation, cystitis, headache, depression, weight increased, cognitive disorder, urticaria, myalgia, vaginal infection, the last episode of pelvic pain, fatigue and asthma outcome was unknown, the genital haemorrhage, hypersensitivity, arthralgia, tooth loss, dysmenorrhoea, abdominal distension, alopecia, allergy to metals, menorrhagia, adnexa uteri pain, back pain and neck pain had resolved and the feeling abnormal was resolving. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, arthralgia, asthma, back pain, clostridium difficile infection, cognitive disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, myalgia, neck pain, pelvic infection, tooth disorder, tooth loss, urticaria, vaginal infection, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: left side could not be inserted the first time. I was given additional medication to make a second attempt. Clostridium difficile infection from hospital stay for hysterectomy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:event fatigue, back pain, neck pain, clostridium difficile infection, asthma added. Pain nos changed to pelvic pain. Outcome of event hair loss,pain,loose teeth,bleeding,allergies added as recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure: folded in half in left fallopian tube"), device expulsion ("part of th coil became lost in my uterus during the procedure"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and pelvic infection ("pelvic infection") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "folded in half in left fallopian tube". On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain") and menorrhagia ("my periods became extremely heavy"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and pelvic infection (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), inflammation ("inflammation / allergic /hypersensitivity reaction: chronic inflammation"), cystitis ("bladder infection"), headache ("headaches"), depression ("depression"), weight increased ("weight gain"), pain ("pain"), cognitive disorder ("cognitive impairment"), urticaria ("hives"), arthralgia ("joint pain"), myalgia ("muscle pain"), tooth loss ("dental problems / teeth loss"), abdominal distension ("gastrointestinal/digestive conditions: constant bloating from the time inserted until removed"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), adnexa uteri pain ("left fallopian tube pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (bilateral salpingectomy, supracervical hysterectomy) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, hypersensitivity, tooth disorder, inflammation, cystitis, headache, depression, weight increased, pain, cognitive disorder, urticaria, arthralgia, myalgia, vaginal infection, pelvic infection, allergy to metals and pelvic pain outcome was unknown, the tooth loss, dysmenorrhoea, abdominal distension, menorrhagia and adnexa uteri pain had resolved and the alopecia and feeling abnormal was resolving. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, arthralgia, cognitive disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, myalgia, pain, pelvic infection, pelvic pain, tooth disorder, tooth loss, urticaria, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hives, cognitive impairment, joint pain, muscle pain, dental problems / teeth loss, device breakage, dysmenorrhea, gastrointestinal/digestive conditions: constant bloating from the time inserted until removed, hair loss, bladder infection, vaginal infection, pelvic infection, folded in half in left fallopian tube, malposition of essure: folded in half in left fallopian tube, nickel allergy, pain, part of th coil became lost in my uterus during the procedure, my periods became extremely heavy, left fallopian tube pain, brain fog", reporter, lab test added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/device breakage the coil broke during surgical removal and an additional surgery was required to move all the pieces'), device dislocation ('malposition of essure: folded in half in left fallopian tube/left micro insert of the essure was in a c like configuration across the cornua'), device expulsion ('part of th coil became lost in my uterus during the procedure'), genital haemorrhage ('abnormal bleeding / abnormal bleeding (general)') and pelvic infection ('pelvic infection') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "folded in half in left fallopian tube". The patient's medical history included endometritis infection, back pain, cramp in lower abdomen, pain abdominal, ache, asthma, autoimmune disorder, hashimoto's thyroiditis and allergy to metals. Previously administered products included for an unreported indication: cytomel, levoxyl, triamcinolone acetanide, tylenol, tylenol and ibuprofen. Concurrent conditions included vaginal bleeding, vaginal discharge, allergic reaction to analgesics, nausea and rash. Concomitant products included dicloxacillin sodium monohydrate (dicloxacillin sodium) and etonogestrel (nexplanon) in 2013. In 2013, the patient experienced asthma ("asthma"). In (B)(6)2013, the patient experienced back pain ("back pain") and neck pain ("neck pain"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and menorrhagia ("my periods became extremely heavy"). On (B)(6)2013, the patient experienced pelvic infection (seriousness criterion medically significant) and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), clostridium difficile infection ("clostridium difficile infection"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), inflammation ("inflammation / allergic /hypersensitivity reaction: chronic inflammation"), cystitis ("bladder infection"), headache ("headaches"), depression ("depression"), cognitive disorder ("cognitive impairment"), urticaria ("hives"), arthralgia ("joint pain"), myalgia ("muscle pain"), tooth loss ("dental problems / teeth loss"), abdominal distension ("gastrointestinal/digestive conditions: constant bloating from the time inserted until removed"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), adnexa uteri pain ("left fallopian tube pain"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and dyspepsia ("stomach is still sour") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant and bilateral salpingectomy, supracervical hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, device expulsion, pelvic infection, clostridium difficile infection, tooth disorder, inflammation, cystitis, headache, depression, weight increased, cognitive disorder, urticaria, myalgia, vaginal infection, fatigue, asthma, abdominal pain and dyspepsia outcome was unknown, the genital haemorrhage, hypersensitivity, pelvic pain, arthralgia, tooth loss, dysmenorrhoea, abdominal distension, alopecia, allergy to metals, menorrhagia, adnexa uteri pain, back pain and neck pain had resolved and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, arthralgia, asthma, back pain, clostridium difficile infection, cognitive disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, myalgia, neck pain, pelvic infection, pelvic pain, tooth disorder, tooth loss, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: left side could not be inserted the first time. I was given additional medication to make a second attempt. Clostridium dificile infection from hospital stay for hysterectomy right ovary measuring 1.5 cm. Left ovary was not visualized. Right and left tubal ostea visualized without difficulty. Essure was suspect to broken at the last coil right where: the coil away actually in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-jan-2016: results: device in standard position. Diagnostic results: urine pregnancy test done and negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal distension, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: fu 6 and 7 processed together. Social media received- new events abdominal pain and stomach is still sour were added. Reporter information was added. On 17-dec-2019: fu 6 and 7 processed together. Social media received- no new information was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure: folded in half in left fallopian tube"), device expulsion ("part of th coil became lost in my uterus during the procedure"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and pelvic infection ("pelvic infection") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "folded in half in left fallopian tube". On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain") and menorrhagia ("my periods became extremely heavy"). On (B)(6)2013, the patient experienced pelvic infection (seriousness criterion medically significant) and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), inflammation ("inflammation / allergic /hypersensitivity reaction: chronic inflammation"), cystitis ("bladder infection"), headache ("headaches"), depression ("depression"), weight increased ("weight gain"), pain ("pain"), cognitive disorder ("cognitive impairment"), urticaria ("hives"), arthralgia ("joint pain"), myalgia ("muscle pain"), tooth loss ("dental problems / teeth loss"), abdominal distension ("gastrointestinal/digestive conditions: constant bloating from the time inserted until removed"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), adnexa uteri pain ("left fallopian tube pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (bilateral salpingectomy, supracervical hysterectomy), surgery (bilateral salpingectomy, supracervical hysterectomy), surgery (bilateral salpingectomy, supracervical hysterectomy) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, pelvic infection, hypersensitivity, tooth disorder, inflammation, cystitis, headache, depression, weight increased, pain, cognitive disorder, urticaria, arthralgia, myalgia, vaginal infection, allergy to metals and pelvic pain outcome was unknown, the tooth loss, dysmenorrhoea, abdominal distension, menorrhagia and adnexa uteri pain had resolved and the alopecia and feeling abnormal was resolving. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, arthralgia, cognitive disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, myalgia, pain, pelvic infection, pelvic pain, tooth disorder, tooth loss, urticaria, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/device breakage the coil broke during surgical removal and an additional surgery was required to move all the pieces'), device dislocation ('malposition of essure: folded in half in left fallopian tube/left micro insert of the essure was in a c like configuration across the cornua'), device expulsion ('part of th coil became lost in my uterus during the procedure'), genital haemorrhage ('abnormal bleeding / abnormal bleeding (general)') and pelvic infection ('pelvic infection') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "folded in half in left fallopian tube". The patient's medical history included endometritis infection, back pain, cramp in lower abdomen, pain abdominal, ache, asthma, autoimmune disorder, hashimoto's thyroiditis and allergy to metals. Previously administered products included for an unreported indication: cytomel, levoxyl, triamcinolone acetanide, tylenol, tylenol and ibuprofen. Concurrent conditions included vaginal bleeding, vaginal discharge, allergic reaction to analgesics, nausea and rash. Concomitant products included dicloxacillin sodium monohydrate (dicloxacillin sodium) and etonogestrel (nexplanon) in 2013. In 2013, the patient experienced asthma ("asthma"). In (B)(6)2013, the patient experienced back pain ("back pain") and neck pain ("neck pain"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and menorrhagia ("my periods became extremely heavy"). On (B)(6)-2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), clostridium difficile infection ("clostridium difficile infection"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), inflammation ("inflammation / allergic /hypersensitivity reaction: chronic inflammation"), cystitis ("bladder infection"), head discomfort ("my head feeling heavy"), depression ("depression"), cognitive disorder ("cognitive impairment"), urticaria ("hives"), arthralgia ("joint pain"), myalgia ("muscle pain"), tooth loss ("dental problems / teeth loss"), abdominal distension ("gastrointestinal/digestive conditions: constant bloating from the time inserted until removed"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), adnexa uteri pain ("left fallopian tube pain"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), dyspepsia ("stomach is still sour/my head feeling heavy"), headache ("headaches") and autoimmune thyroid disorder ("I have autoimmune thyroid disease") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, supracervical hysterectomy). Essure was removed on (B)(6)-2016. At the time of the report, the device breakage, device dislocation, device expulsion, pelvic infection, clostridium difficile infection, tooth disorder, inflammation, cystitis, head discomfort, depression, weight increased, cognitive disorder, urticaria, myalgia, vaginal infection, fatigue, asthma, abdominal pain, dyspepsia, headache and autoimmune thyroid disorder outcome was unknown, the genital haemorrhage, hypersensitivity, pelvic pain, arthralgia, tooth loss, dysmenorrhoea, abdominal distension, alopecia, allergy to metals, menorrhagia, adnexa uteri pain, back pain and neck pain had resolved and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, arthralgia, asthma, autoimmune thyroid disorder, back pain, clostridium difficile infection, cognitive disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, genital haemorrhage, head discomfort, headache, hypersensitivity, inflammation, menorrhagia, myalgia, neck pain, pelvic infection, pelvic pain, tooth disorder, tooth loss, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: left side could not be inserted the first time. I was given additional medication to make a second attempt. Clostridium difficile infection from hospital stay for hysterectomy right ovary measuring 1.5 cm. Left ovary was not visualized. Right and left tubal ostea visualized without difficulty. Essure was suspect to broken at the last coil right where: the coil away actually in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: device in standard position. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal distension, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media-my head feeling heavy, I have autoimmune thyroid disease.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media received- new events my head feeling heavy, I have autoimmune thyroid disease were added. New reporter were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), inflammation ("inflammation"), infection ("infection nos"), headache ("headaches"), depression ("depression"), weight increased ("weight gain") and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, hypersensitivity, tooth disorder, inflammation, infection, headache, depression, weight increased and pain outcome was unknown. The reporter considered depression, genital haemorrhage, headache, hypersensitivity, infection, inflammation, pain, tooth disorder and weight increased to be related to essure. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.